Event description:
Na.

Manufacturer narrative:
Apoc incident# (B)(4). The investigation was completed on 14-sep-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to the expiration of eg7+ lot w19331, retained testing could not be performed. No deficiency has been determined for eg7+ lot w19331.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected discrepant hemoglobin result of 15.3 g/dl on a patient versus the lab which resulted in 8.3 g/dl there was no patient information available at the time of this report. The customer has not responded to multiple attempts for information. The customer stated that the lab report shows that there is six hours difference in the sample tested. However, this had not been confirmed at the time of this report. There was no collection/test times or dates of the event. Return product is not available for investigation. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.